Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2000, the patient was treated for abdominal aortic aneurysm using a gore excluder aaa endoprosthesis (trunk to the right side and contralateral limb to the left side). The diameter of the aneurysm was 5.50 cm. In the fifth year of follow up examination, the aneurysm showed a size of 6.5 cm. Endotension was suspected. Coincidentally to another examination, probably in 2010, a computerized tomography scan showed an aneurysm with a diameter of 12 cm without an endoleak. Probably in 2011 or 2012/ 2013, ultrasound showed an endoleak. After the new digital substraction angiography, a type 1b endoleak was found on the right side of the limp. On (B)(6) 2013, a contralateral leg endoprosthesis (pxc 121200/11532748) was implanted as an extender to occlude endoleak. In 2014, the size of the aneurysm showed 16.50 cm in diameter. On (B)(6) 2014, all devices were explanted due to aneurysm enlargement. After explantation they treat the aneurysm by performing an open surgery. There was no migration of the device. The patient is doing well. There was no underlying medical history which might be connected to the event.